Event description:
The patient reported that for the past 8 weeks, blood glucose has been elevated to 400 mg/dl. Normal blood glucose range is 150-180 mg/dl. The patient changed the infusion set and insulin cartridge but blood glucose remained elevated. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.